Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 400-450 units of insulin. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer loaded the cartridge successfully and resumed insulin delivery.